Manufacturer narrative:
The manufacturing location for this product is (B)(4) laboratory. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in the report and the (B)(4) FDA registration number has been used for the manufacture report number. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using a bd microtainer® contact-activated lancet on a patient, the nurse placed the lancet on the desk thinking the blade was retracted. After removing her gloves, she received a needle stick injury to her right forefinger. Blood tests were conducted but all results came back negative.

Manufacturer narrative:
Investigation summary: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for a non-retracted needle with the incident lot was not observed. The sample was received fully retracted within the needle carrier housing. It was then disassembled and evaluated; however, there was no identification of any issues that would cause interference during retraction of the needle. Additionally, retention samples were selected from inventory for evaluation & testing and upon completion, no issues pertaining to the lancet needle's retraction was observed as all samples fully retracted, meeting specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion:based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for a non-retracted needle with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.